Manufacturer narrative:
The customer reported that the slingbar of the device was broken at one end. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Hillrom is in the process of contacting the customer to receive additional information on the circumstances and potential patient involvement in this event. So far, the customer has not provided any. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the slingbar of the device was broken at one end. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as #: (B)(4).

Manufacturer narrative:
Multiple attempts have been performed to receive additional information in regards to the circumstances that lead to the slingbar damage. The customer could only confirm that the event happened during transfer of an "agitated" patient and that the patient did not sustain any injury or clinical consequences as a result of it. A new sling bar will be sent to the customer. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand > 780 kg before breakage. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: - before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. - for safety, load must be applied to all sling bar hooks on the sling bar during the lift! Although there was no patient injury associated with the reported event, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that the slingbar of the device was broken at one end. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).